Event description:
Customer reported after 2 days use on patient, the tube was extubated. After extubation the patient developed paralysis on both sides of vocal code and also upper airway occlusion was observed. There is no specific information relative to a product malfunction. Covidien is pending additional information related to this report.